Event description:
On (B)(6) 2009, a 19mm trifecta ide valve was implanted. On (B)(6) 2017, the patient was admitted with dyspnea and imaging was consistent with pneumonia. The patient also had a low grade neuroendocrine tumor at the lung and acute renal failure secondary to diuretics. Tte revealed new severe aortic stenosis of the 8-year-old 19mm trifecta ide valve. The patient was diagnosed with structural valve deterioration involving decreased leaflet mobility and stenosis. Thrombosis and endocarditis were ruled out. The patient was recommended for a tavr evaluation. On (B)(6) 2017, the patient went into pulseless electrical activity due to aortic stenosis. The patient condition continued to decline after arrest and was transitioned to comfort care. On (B)(6) 2017, the patient passed away due to aortic stenosis, multi-organ failure and low grade neuroendocrine malignancy of the lung. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
An event of stenosis, decreased leaflet mobility, cardiac arrest and patient death was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the patient had multiple comorbidities, including a low grade neuroendocrine tumor at the lung and acute renal failure secondary to diuretics and multiorgan failure. The device had been implanted for over 8 years.